Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received appropriate high voltage defibrillation therapy for a ventricular fibrillation episode resulting in hospitalization due to this being the patient's first shock. In the clinic follow-up, increased capture threshold and decreased defibrillation impedance were observed on the right ventricular (rv) lead. The threshold trend and diagnostic imaging that was performed showed no anomalies. Abbott technical support was contacted and suggested rv lead replacement. No intervention has been performed at this time. The patient was in stable condition.